Manufacturer narrative:
This product is not marketed in the us. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found no visible damage to lens and red and clear residue on lens surface. (B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 micl13.2, -7.5 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. The patient experienced recurring iritis, iris chaffing, and redness in eye. The lens was explanted on (B)(6) 2017. Addition of suture was also performed. The surgeon does not plan to implant another lens. The current condition of the patient is that she has vitreous bleed. The retina was evaluated and the surgeon believes it will make a full recovery. Therapy for iris repair and possible vitrectomy is planned.

Manufacturer narrative:
Previous statement was incorrect. The product is marketed in the us. (B)(4).